Event description:
It was reported patient underwent a bio-modular total shoulder procedure on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2011 for unknown reasons. In addition, the patient had another revision procedure on (B)(6) 2013 due to instability issues with the rotator cup. During the procedure they made a lower humeral neck resection and removed the components.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings:improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 3 of 3 mdrs filed for the same event (reference 0001825034-2013-00687/ 00689).